Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula dislodged from body event on 25-aug-2024. The infusion set was in use for 2 to 3 days. The blood glucose value at the time of event was 923 mg/dl and the patient went to the emergency room (ER) and was subsequently hospitalized on 25-aug-2024. The patient resolved the event with blouse via the pump and was treated with intravenous and fluids of saline and insulin. The patient was discharged from hospital on 26-aug-2024. No further information available.

Manufacturer narrative:
E1: patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.